Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that they experienced high blood glucose of 541 mg/dl due to an occlusion. The customer was treated for the high blood glucose with a bolus. The customer was assisted with trouble shooting and reviewed the settings on the insulin pump and found no issues with the settings. The customer had already changed the set on the device. The customer did not return the product back for analysis.